Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that the impactor tip broke during implanting.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding crack/ fracture involving a mako impactor was reported. The event was not confirmed. Method and results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. - medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the impactor tip broke during implanting.